Event description:
The distributor reported that the pt needed to press the buttons several times to achieve a response.

Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned an eval will be conducted and a supplemental report will be filed. No conclusions can be made at this time.